Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. Solution is dried on the lens. The optic is cut in half, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing agent reported that six years following an intraocular lens (iol) implantation procedure, the patient experienced decreased vision, glare and halos with bright lights. The iol was exchanged for a different lens model and one diopter difference approximately six years after the initial implantation. Additional information has been requested.